Event description:
It was reported the backrest would not go all the way down due to a bent bracket.

Manufacturer narrative:
It was reported the backrest dampener bracket was bent, which is likely due to customer misuse.